Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "comparison of the thunderbeat and other energy devices in laparoscopic colorectal resection: a single-center experience." The literature reported the result of 48 cases (the ratio of male-to-female ratio was 21:27. The mean age of the patients was 71 years.) In patients undergoing lcr (laparoscopic colorectal resection). The study period of the literature was over 6 months from june 2015. The literature indicated that thunderbeat (olympus) might be used. The model name was not reported. In the subject procedures, 1 case of bleeding that requiring conversion to open surgery reportedly occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. This is a report on bleeding.